Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 10/18/2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: the complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2013 and (B)(6) 2013. Section d6b: if explanted, give date: unknown, not provided, but the planned explant date is (B)(6) 2013. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, partial response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor will be performing an intraocular lens (iol) exchange of a synergy toric lens for a dcb00. The patient has a synergy toric. Reportedly the patient can't drive at night. It was stated by the doctor that there was probable poor patient selection in his part but he thinks, it does happen with multifocal iols sometimes. Additional information received stated that the dfw300 lens was implanted in initial procedure in the patients right eye and date of original surgery was reported. Further follow up information stated that the original lens was explanted and provided the serial number of the lens. No further information is available.